Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl, pallor, clammy skin, glazy eyes, and disorientation. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.